Manufacturer narrative:
The complaint sample was received incomplete for evaluation and the reported event was confirmed. The removable nose was not received with the complaint sample. The weld adjoining the ratchet housing and body of the impactor was fractured partially. A cup simulant was used to simulate use of the device. The use of the device was followed using the instructions for use (IFU) that was sent with this device. The device functions as intended, despite the fractured weld. There were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were off-axis impactions observed on the metal handle, the outside diameter of the impaction plate and near the weld adjoining the handle and body that are not consistent with intended use; the ratchet teeth were very worn and showed some material deformation; the returned complaint sample was etched per applicable drawings. The applicable production records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed as the ratchet housing weld was fractured. This fractured weld is attributed to insufficient weld penetration due to the weld program. Corrections had already been made to the weld program. No further investigation is required.

Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during the unknown patient procedure that the offset reamer impactor broke. No adverse events nor patient consequence were reported as a result of the malfunction.